Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 22dec2017. No further follow-up is planned. Evaluaiton summary: a male patient reported the cartridge holder of his humapen ergo ii device was broken. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program (psp), with additional information from another reporter via psp, concerned a (B)(6) year-old asian male patient. Medical history included epilepsy and diabetic nephropathy. He neither had any allergic history, nor family medical history. Concomitant medication included acarbose for type I diabetes mellitus and phenobarbital for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25, 300 iu/3 ml) cartridge, three times a day (14u in the morning, 4 u in the noon, 12 u at night), subcutaneously for the treatment of type 1 diabetes mellitus from year 2002. He also received human insulin (rdna) (humulin 100 u/ml) from a cartridge via a reusable humapen ergo ii, two time daily (bid) (18 units in morning and 12 units at night), subcutaneously, for the treatment of type 1 diabetes mellitus, beginning on an unspecified date in 2011. On an unspecified date in 2015, he was hospitalized for regulation, since his blood glucose was high (value, unit and reference range was not provided). It was also noted that this cartridge holder was broken ((B)(4)/lot unknown). Hence the dosage of human insulin was adjusted to three times a day (tid), (14 units in the morning, 4 units at noon and 12 units at night), subcutaneously. On an unspecified date in (B)(6) 2017, he switched to a new reusable humapen ergo ii pen and it was noted dose from the device was inaccurate and he experienced hypoglycemia ((B)(4), lot number: unknown). He began to measure blood glucose which was 14 before bedtime and felt it was high (unit and reference range was not provided). He did not eat a night snack at that time. He felt hungry at the latter half of the night and measured his blood glucose which was about 3.8, it was hypoglycemia. On an unspecified date, his blood glucose before bedtime was 17-18 which he felt was high and did not eat a night snack. He was not hungry at the latter half of the night and his fasting blood glucose in the morning did not reveal hypoglycemia. On (B)(6) 2017, his blood glucose before bedtime was 12-13, he drank milk and at more than 1:00 am at night he felt hungry. He monitored his blood glucose which was 3.1. Since several months, he often experienced hypoglycemia at night, further explained as if the blood glucose before bedtime was kept higher than 17 point, hypoglycemia would not easily occur at night. If the blood glucose before bedtime was lower than 14 point, he would have hypoglycemia at 1.00 am or 2.00 am. Sometimes blood glucose was about 3 point or sometimes it would be about 4 point. He seldom measured blood glucose during daytime. Corrective treatment and outcome of the events was unknown. Treatment with human insulin and insulin lispro protamine suspension 75%/insulin lispro 25% was continued. The operator of the devices and his training status was not provided. The general device model duration of use was unknown. The suspect device with (B)(4) duration of use was not provided and the suspect device with (B)(4) was used for approximately two months. The humapen ergo ii with (B)(4) was discontinued and its return was not expected. The humapen ergo ii with (B)(4) were not returned to the manufacturer. The initial reporting consumer did not provide any opinion of relatedness. The second reporting consumer related the events of hypoglycaemia, non-serious event high blood glucose, and inaccurate dose to the insulin lispro protamine suspension 75%/insulin lispro 25% and the event inaccurate dose to humapen ergo ii pen; no other opinion of relatedness was provided. Update 08-dec-2017: additional information from the initial reporter was received on 05-dec-2017. Added a reporter, a medical history of diabetic nephropathy, four lab data and a suspect product. Added details of the event hypoglycaemia. Updated narrative with new information. Update 15-dec-2017: information received from affiliate on 14-dec-2017 which included product complaint number. Updated suspect devices coding from humapen unknown to humapen ergo ii. Updated pc number in narrative. Update 18dec2017: updated medwatch and european and (B)(6) device fields for expedited device reporting. No new information added. Update 20dec2017: additional information received on 19dec2017 and 22dec2017 from the global product complaint database both were processed together. Reprocessed (B)(4) to correlate with events accordingly. Added non-serious event of incorrect dose administered. Updated gender from female to male and updated causality on non-serious events of increased blood sugar/hypoglycemia from no to yes. Entered device specific safety summary (dsss) for (B)(4). Updated the medwatch/european and (B)(6) device information and device return status to returned not to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii devices. Corresponding fields and narrative updated accordingly. Update 02jan2018: additional information received on 02jan2018 from the global product complaint database. Updated device specific safety summary (dsss). The updated dsss for (B)(4) confirmed male gender as previously processed. No new information received.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from another reporter via psp, concerned a (B)(6) asian female patient. Medical history included epilepsy and diabetic nephropathy. She neither had any allergic history, nor family medical history. Concomitant medication included acarbose for type I diabetes mellitus and phenobarbital for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25, 300 iu/3 ml) cartridge, three times a day (14u in the morning, 4 u in the noon, 12 u at night), subcutaneously for the treatment of type 1 diabetes mellitus from year 2002. She also received human insulin (rdna) (humulin 100 u/ml) from a cartridge via a reusable pen (humapen ergo ii), two time daily (bid) (18 units in morning and 12 units at night), subcutaneously, for the treatment of type 1 diabetes mellitus, beginning on an unspecified date in 2011. On an unspecified date in 2015, she was hospitalized for regulation, since her blood glucose was high (value, unit and reference range was not provided), hence the dosage of human insulin was adjusted to three times a day (tid), (14 units in the morning, 4 units at noon and 12 units at night), subcutaneously. On an unspecified date in (B)(6) 2017, her humapen malfunctioned, so she changed to a new reusable pen (humapen ergo ii) ((B)(4), lot number: unknown). On an unspecified date in (B)(6) 2017, she began to measure blood glucose which was 14 before bedtime and she felt it was high (unit and reference range was not provided). She did not ate night snack at that time, felt hungry at the latter half of the night and measured blood glucose which was about 3.8, it was hypoglycemia. On an unspecified date, her blood glucose before bedtime was 17-18 which she felt was high and did not ate night snack. She was not hungry at the latter half of the night and her fasting blood glucose in the morning did not revealed hypoglycemia. On (B)(6) 2017, her blood glucose before bedtime was 12-13, she drank milk and at more than 1:00 am at night she felt hungry. She monitored her blood glucose which was 3.1. Since several months, she often experienced hypoglycemia event at night, if the blood glucose before bedtime was kept at higher than 17 point, it would not easy to occur hypoglycemia at night; if the blood glucose before bedtime was lower than 14 point, she would had hypoglycemia at 1.00 am or 2.00 am. Sometimes blood glucose was about 3 point; sometimes it would be about 4 point. She measured blood glucose at daytime seldom. Corrective treatment and outcome of the events was unknown. Treatment with human insulin and insulin lispro protamine suspension 75%/insulin lispro 25% was continued. The operator of the device and his or her training status was not provided. The devices model duration of use and the suspect device duration were unknown but started in 2011. The humapen ergo ii was discontinued and its return was expected. The humapen ergo ii was continued and its return was not expected. The reporting consumer did not provide an opinion of relatedness between the events and human insulin treatment or the humapen devices. The reporting consumer related the event of hypoglycaemia with insulin lispro protamine suspension 75%/insulin lispro 25% treatment and did not provide an opinion of relatedness between the remaining events and insulin lispro protamine suspension 75%/insulin lispro 25% treatment. Update 08-dec-2017: additional information from the initial reporter was received on 05-dec-2017. Added a reporter, a medical history of diabetic nephropathy, four lab data and a suspect product. Added details of the event hypoglycaemia. Updated narrative with new information. Update 15-dec-2017: information received from affiliate on 14-dec-2017 which included product complaint number. Updated suspect devices coding from humapen unknown to humapen ergo ii. Updated pc number in narrative. Update 18dec2017: updated medwatch and european and (B)(6) device fields for expedited device reporting. No new information added.